Event description:
It was reported that the cutting balloon ruptured after the second inflation at 8 atm. Another cutting balloon was pulled to complete the case. The physician had difficulty removing the second balloon from the circumflex. The guide catheter moved further into the left main causing a dissection. Patient was not taken to surgery as patient was not a good surgical candidate. Patient became unstable and expired. Cause of death was reported to be hematoma in the aorta - caused from left main dissection extending into the aorta.